Event description:
Same case as MFR# 2134265-2008-02895, 2134265-2008-04524. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The lesion being treated was located in the right coronary artery (rca). The non bsc guide wire and the guide catheter were inserted into the rca and then a 2.5x15mm maverick2 monorail balloon catheter was advanced to the lesion. The balloon was inflated the first time to 12 atms for 45 seconds and then a second time to 10 atms for 26 seconds. A 2.75x20mm taxus express2 drug eluting stent (des) was then deployed in the lesion at 11 atms for 6 seconds. A second 3.00x20mm taxus express2 des was also implanted in the lesion at 16 atms for 16 seconds. The lesion was then postdilated with a 3.0x15mm and a 3.0x9mm nc monorail balloon. A third 3.0x16mm taxus express2 des was then deployed at 15 atms for 10 seconds. The procedure was successfully completed with no patient complications reported. Eleven months later, the patient presented with chest discomfort and was found to have an acute inferior myocardial infarction. The previous week, the patient had left knee replacement surgery and had been taken off aspirin and plavix prior to the surgery. He was receiving lovenox shots. The patient received reopro and heparin in the emergency room and was taken to the cardiac catheterization laboratory for intervention. It was found that the rca was totally occluded with no flow. A non bsc wire was advanced to the lesion and then a 2.50mm, 3.0mm, and 3.0x20mm non bsc balloons were inflated to 14-16 atms. Angiography showed a widely patent vessel with timi 3 flow restored with no dissection or thrombus. The procedure was successfully completed with reduction of stenosis from 100% to 0% and no patient complications reported. Post procedure, it was noted that the patient had a fever of 103 degrees and was experiencing episodic confusion and lethargy since the knee replacement surgery. An MRI of the brain was performed and the diffusion scan showed no abnormal diffusion to suggest acute ischemia; however, a lacunar infarct was found involving the left basal ganglia. Medications: uroxatral (10mg), chromagen, lipitor (40mg), glipizide ER (5mg), lortab.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.